Manufacturer narrative:
A specific root cause could not be identified. Based on the provided result data, the issue seemed likely to be caused by foam or an air bubble on the sample which could cause incorrect or insufficient sample aspiration. Other typical causes of this type of event include issues with sample quality and insufficient maintenance. Service personnel visited the site and checked around 200 tubes. They found few sample tubes which had visible clots. Based on this observation, a pre-analytical issue may have been a cause of the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) and free psa results for one patient. The initial total psa result was (B)(4) ng/ml and free psa result was (B)(4) ng/ml with a data flag. These results were reported to the patient. The patient knew that his results should be high, so he came back to the lab and complained that his result was normal. The sample was repeated and the total psa results were (B)(4) ng/ml and (B)(4) ng/ml. The free psa results were (B)(4) ng/ml and (B)(4) ng/ml. These results were acceptable to the clinician. No adverse event was reported. The total psa reagent lot number was (B)(4) with an expiration date of 08/31/2016. The free psa reagent lot number was (B)(4) with an expiration date of 02/28/2017.